Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the photograph revealed the membrane tube was torn off from the intravia bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when pulling the spike out of an intravia empty container the port would also pull out. This occurred after infusion had completed. There was no patient involvement. No additional information is available.